Event description:
A report was rec'd that stated a nurse was splashed with a medication. The pt was receiving the medication via a deltoid needle. During the injection the nurse encountered resistance; in response she depressed the plunger with greater force. It was reported that the pt rec'd a partial dose and remainder splashed back into the nurse's eye.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.